Event description:
It was reported that the customer was hospitalized for high blood glucose and diabetes ketoacidosis. The mother stated that the most recently change of the infusion set was three days prior to the event. Advised the mother to change the infusion set every two to three days. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.